Event description:
It was reported that this left bundle branch (lbb) brady lead was a case of an attempted implant due to unknown product performance issue. This lbb brady lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was a case of an attempted implanted due to the helix bent during the left bundle branch area pacing (lbbap) placement specifically during the boring portion. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis confirmed the damaged or defective electrode end based on the observation of the tissue jamming entwinned in the helix. Testing was completed to assess lead electrical performance and a stylet insertion test also passed without issue, indicating no blockage of the lumen.

Event description:
It was reported that this left bundle branch (lbb) brady lead was a case of an attempted implant due to helix issue as the helix was bent specifically during the burrowing portion. This lbb brady lead was replaced and never in service. No adverse patient effects were reported. This lbb brady lead was returned.

Event description:
It was reported that this left bundle branch (lbb) brady lead was a case of an attempted implant due to helix issue. This lbb brady lead was replaced and never in service. No adverse patient effects were reported. This lbb brady lead was returned.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was a case of an attempted implanted due to the helix bent during the left bundle branch area pacing (lbbap) placement specifically during the boring portion. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.